Event description:
While inserting the device into the left nares, the device curled out of the mouth. The device was pulled out with no distal bolus (weight) attached. X-ray of neck showed the bolus tip in the pt's throat. Tip was removed by laryngoscope and forceps.